Event description:
Caller reported that pump battery would not charge, despite using a tandem charging cable and plugging it into different wall outlets. There was no adverse impact to customer's blood glucose level. Customer confirmed that neither using a different wall adapter nor a different charging cable resolved the issue. Technical support decided to replace the pump, as it was under warranty. Customer planned to use multiple daily injections as backup therapy and was instructed on returning the problematic pump in storage mode within ten days.